Event description:
Customer states: the balloon deflated without apparent reason. The caller confirmed that extubation and recannulation of a replacement tube was required. The customer believes that the problem may be in the balloon pilot.

Manufacturer narrative:
Part number # 118-75m is not distributed in the u.s.; however, is a device of essentially identical design distributed in the u.s. Applicable 510k# for us distributed part is k841872.